Event description:
Dealer states end user states that his legrest are broken and tires are worn, the seat upholstery is tearing. He is getting sore from the chair. The legrest pad is worn. Usage of chair since 2011 used indoors and outdoors. Private home. Additional reportable malfunction for this device; dealer states end user states that his seat upholstery is tearing. Additional non-reportable complaint for this device; dealer alleges end user states that his tires are worn.